Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a torn cap with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for torn caps was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - the cap damage was most likely caused by a timing issue on the equipment which inserts the stopper into the cap, or impact damage from moving the assemblies to the insertion point.

Event description:
It was reported that the bd vacutainer® edta tubes with bd hemogard¿ closure had a torn cap. No injury or medical intervention reported.